Event description:
Rn states "venous line detached from venous chamber during pt treatment. Blood loss approximately 50-60cc. Staff member and pt sprayed with pt's blood. Staff protected by ppe." Treatment for this pt resumed with new venous line. Rn stated in phone conversation of 02/04/03 "pt did not require medical intervention." Sample is available.